Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint of broken grip cable was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure occurred on (B)(6) 2025. The instrument was inspected before use and nothing out of the ordinary was found. The customer did not know if the damage was first observed intraoperatively or when the instrument was removed from the patient. The damage on the instrument was a broken wire. The customer did not know if wire was exposed under the damaged insulation or if the cable was intact or broken in half. The customer did not know if there was any loss of cautery with the damage cable or if the instrument collided with any instrument or tool during the procedure. The customer stated there was no thermal damage and no arcing was observed during the procedure. There were no problems removing the instrument through the cannula or any patient injury. The customer stated they did not use the same instrument or backup instrument to complete the procedure. There was no procedure delay related to this issue and there are no photos or recordings of this procedure. Patient demographic information was not provided.